Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative diagnosis for disc degenerative disease. Procedure or therapy performed was olif. Levels implanted l5/s1. It was reported that the implant broke while it was impacted with a metal tamp. There was no fragment left inside the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Radiographic image review states, "lateral fluoroscopic image l5/s1 interbody graft. Antero-posterior view of same unclear, if the image demonstrate fractured graft but contour of devices appears distorted." This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.